Event description:
Further follow-up revaled that the pulse generator was replaced and returned for analysis. The generator was returned due to suspected end of service.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7) indicating possible device malfunction. Investigation has been unable to determine whether the generator battery had reached end of life as it is not known whether the elective replacement indicator was yes or no. Current neurologist did not have a complete patient history because he had recently inherited this patient from another physician. Approsimately one year prior, the patient's previous neurologist reported high lead impedance test results at office visit (dc-dc code 5 and ok.) Indicating proper device function at that time. At that time, the elective replacement indicator was no. Indicating that the generator battery had not reached end of life. The patient was complaining of pain at both the generator site and the neck incision site, described as not continuous and not unbearable. The pain did not appear to correlate with device stimulation cycles. The patient's seizure control was reportedly good at that time. It was reported that programmed parameters were adjusted to rapid cycling at that office visit, after which the pain immeidately subsided. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation has been unable to determine whether the device is functioning properly as no response has been received to manufacture's requests for additional information from treating neurologist.